Manufacturer narrative:
Device not available for evaluation. No lot number provided. No root cause could be determined.

Event description:
The patient reported that he had experienced low blood sugar reading in the low 20s while on the v-go. The patient stated that he was driving and he passed out and got into an accident. The patient stated that he went to the hospital (B)(6) center. The patient stated his normal blood sugar is in the 130's. The patient stated his hcp took him off of v-go therapy as treatment.